Event description:
Caller reported 240 mg/dl on the advantage meter and then 1-2 minutes later 119 mg/dl on her aviva meter. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
At 0525, console that runs ventricular assist device started alarming. The patient's left ventricular assist device was not emptying correctly. Pump function did not improve with console manipulation. Replaced pump with back-up console.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).